Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was 400 mg/dl. The customer stated that there were no significant events leading up to the alarm. The customer was able to rewind the insulin pump. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. Unit had minor scratched display window, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip. (B)(4).